Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of insulation defect was confirmed. As received, a complete lead was returned in two pieces. Visual examination found two full breach insulation degradations located near the cut end of the distal portion. Electrical testing did not find any indication of conductor fractures but found short between conduction paths of the distal portion due to the lead was damaged consistent with procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.